Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer was unable to clear and rewind pump. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.

Manufacturer narrative:
Retainer ring =black customer returned pump for alleged pump error 63 and pump error 53 alarm found on oct. 11, 2021. The pump passed the displacement test and self test. Successfully utilized thump to download history/trace files. Pump error 63 was not confirmed on oct. 11, 2021 but on (B)(6) 2021 with variable 12 was confirmed. Pump error 63 alarm noted at (B)(6) 2021 05:40:00.000 ((B)(4)). No pump error 53 alarms noted during testing; however, the pump downloaded history confirmed pump error 53 alarm ((B)(4)) was noted at 10/10/2021 04:49:00.000. Isolated to electronic assembly. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. In summary, pump error 63 and pump error 53 hardware error due to electronic assembly was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.